Event description:
It was reported that after the patient¿s implantable neurostimulator (ins) was relocated, the patient¿s physician ¿did not extend the leads enough.¿ the patient reported that ¿about a week¿ after the revision, the patient bent over and ¿felt one lead pop.¿ it was stated that ¿only one side worked¿ and that it was the ¿side where the patient had the most leg pain.¿ the patient reported that ¿it hurts them all the time.¿ it was noted the patient turned their ins off at that time and that it had ¿been in the patient and off ever since.¿ information about the patient's lead issue was originally reported in MFR report # 3004209178-2010-02784. All additional follow-up regarding the issue will be reported in this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead . Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).